Manufacturer narrative:
Research and development summary and conclusion: severe central regurgitation was not observed during the in vitro testing at simulated normal physiological conditions. Edwards standardized in vitro testing showed that the total regurgitant fraction (trf) is 4.9 percent, which is more than four times lower than the 20 percent maximum allowed for a mitral valve of this size per iso5840:2005. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions. Leaflet free edge marks, indentations, and folding/creases were observed on the valve. These types of leaflet inconsistencies would not pass edwards manufacture inspections. These marks can be caused by a force applied on the free edges of the leaflets in the retrograde and outward directions for some period of time. Generally, retrograde and/or outward forces can be caused by a suture loop, chordal interference, or prolonged contact with an instrument used during the surgery. No typical suture looping marks were detected on this particular valve. Chordal interference is possible, given that some of the chords were spared and the surgeon detected leaflet interference with a papillary muscle. Review of the operative videos shows that a surgical tube was placed inside the valve, opening the leaflets, for an extended period of time. Nevertheless, the specific root cause for the leaflet marks, folding and creases is not directly obvious from the videos and could not be determined from the returned valve at this time.

Manufacturer narrative:
Additional manufacturer narrative: echocardiography review by outside consultant.

Event description:
Edwards received information that this mitral pericardial valve was explanted at implant due to severe central regurgitation, secondary to leaflet folding. Per reported information, the initial mitral valve replacement was performed by using everting mattress sutures and sparing patient native posterior cusp. Half of a papillary muscle was resected. Since visualization was well with trans-septal approach and diameter of the annulus was large, the surgery was performed easily. After completing all procedures in the surgery, confirming air, removing the vent, appreciable central mitral regurgitation was detected. Amount of mitral regurgitation did not change even after adding volume. Despite decreasing flow while adding volume, regurgitation was not resolved. Aorta was re-clamped. When checking the valve, papillary muscle seemed to be caught in the center of the valve. After papillary muscle was cut off, one leaflet of the valve appeared to be dropped down and not coming up (detected) in echo after declamp. The leaflet was folded and it did not return to be straight when probed by a finger. The valve was explanted and replaced with a 29mm mechanical valve while the patient was on bypass. The patient had not been taken off bypass [prior to] explant of the initial device. When observing the explanted valve, one leaflet was folded to the outside completely and another leaflet had an indentation mark, likely due to folding. Status of ejection fraction was originally bad, the patient could not be weaned off from extracorporeal circulation (ecc) with only intra-aortic balloon pump (iabp) support, so that the patient left the or under percutaneous cardiopulmonary support device (pcps) support. Approximately 12 hours after the explant surgery (around noon of the following day), valve thrombus (the mechanical replacement valve) was detected as thrombosis appeared to be covering the left atrium. Upon disconnecting from percutaneous cardiopulmonary support device fifteen days post surgery, the patient expired.

Manufacturer narrative:
Evaluation summary: visual evaluation of the returned device was performed. As received, horizontal creases were observed in the cusp of all three leaflets. Leaflet 2 was observed to be folded onto itself on the outflow aspect leading to a central gap. An indentation was present on the free margins of leaflets 1 and 3 at commisure 1. Small fiber-like particulates were visible on all three leaflets on the inflow aspect. No inconsistencies were detected in the x-ray and wireform was intact. Further evaluation of the device is underway. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Based on visual observation, the reported leaflet folding was confirmed. However, a root cause for the reported event remains inconclusive. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.